Event description:
The following info was reported to kci by the nurse: on (B)(6) 2011, the pt reported v.a.c. Therapy was placed on a surgical abdominal wound on (B)(6) 2011 and on (B)(6) 2011, v.a.c. Therapy was discontinued since the wound healed. On an unknown date, the pt was having discomfort and tenderness in the abdominal area where the surgical wound was previously located. On (B)(6) 2011, the pt was sent to the operating room for eval. The surgeon opened the wound site and found a piece of foreign material alleged to be v.a.c. Granufoam approximately 5cm long. The surgeon debrided the wound. On (B)(6) 2011, the pt was recovering and doing well.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. There have been several attempts made to gather additional info, but other has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.